Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6.   A calibrated flexible depth gauge was returned and evaluated. The measurement stem of the device had fractured. The device has 8 years of field service age and it is unknown how many times the device was used. Review of the device history records identified no deviations or anomalies during manufacturing . Radiographs were provided and reviewed by a health care professional. Review of the available records identified fractured metal object within the left pelvis, likely representing the fractured tip described in the patient's history. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1; a2; a3; a4; a5; b7;d9; g3; h2; h4 corrected: d4 lot number product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Item number :00771101210, item name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 standard offset reduced neck length, lot #: 64632166. Item number: 00625006520, item name: bone screw self-tapping6.5 mm dia. 20 mm length, lot # : 64690841. Item number: 00877503201, item name: bioloxâ® delta, ceramic femoral head, s, ã¸ 32/-3.5, taper 12/14, lot #: 3005283. Item number: 00875304801, item name: shell with cluster holes porous 48 mm o.d. Size gg for use with gg liners, lot #: 64527624. Item number: 00625006520 ,item name bone screw self-tapping6.5 mm dia. 20 mm length, lot #: 64690841. Item number: 00877500832, item name: bioloxâ® delta ceramic taper liner, size gg / 32 i.d. For use with 48 mm o.d. Size gg shell, lot #: 3041407. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Previously incorrectly reported under MFR 0009613350 -2021 - 00421.

Event description:
It is reported that during the operation, in the process of screw insertion, the resistance was found to be large. The screw channel was checked and the head end of the depth gauge was found missing. Then the drilling channel was checked and no depth gauge with fractured tip was found. Intraoperative x-ray fluoroscopy was conducted and the fractured tip was found inside the patient. An immediate attempt was made to remove the fractured tip. The surgeon had to expand the scope and an additional opening had to be done due to the deep positioning of the fractured tip. Complete anastomosis of the fractured tip was confirmed on the operating table. The surgery was completed after removing the fractured tip. There was a surgical delay of 2 hours. Attempts have been made and additional information on the reported event is unavailable at this time.